Manufacturer narrative:
The reported condition of failure code 808:02 was confirmed but not duplicated due to a faulty phm (pump head module). The phm was replaced to correct the reported condition. Should additional information become a available a follow up medwatch will be submitted. (B)(4)

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). The device has not been previously sent into service for the reported condition. (B)(4)

Event description:
The facility representative reported a colleague infusion pump with a 808:02 failure code. The condition occurred in biomed service. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This device utilizes user interface module master software version 5.09.90 categorized as remediated. During review of the event history by baxter it was determined that the reported condition occurred during delivery causing an interruption of delivery.